Event description:
The customer contacted stryker to report that their device failed to defibrillate during a patient event. The customer also reported patient was pulseless when turned over to the hospital. Upon evaluation of the device's electronic records, stryker observed that the patient needed defibrillation however provision of defibrillation was delayed greater than 30 seconds.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be a damaged therapy cable causing an open connection from the device to the defibrillation electrodes. The customer replaced the therapy cable to resolve the reported issue. Stryker completed a clinical review and concluded that device use may have contributed to the patient outcome. A review of the available device data indicates that the patient was in a shockable rhythm (ventricular fibrillation) at time 4:47:37; however, defibrillation was not provided until 4:57:42 (cannot confirm energy was delivered during this shock because codestat reads ¿shock 1 abnormal¿). Following the possible shock, the patient remained in intermittent vf throughout the rest of the case until loss of signal at 5:12:10. No other attempts at defibrillation were made. Also of note is that 4:56:37 the operator switched to AED mode, advisory mode at 4:56:57 and then went into manual mode at 4:57:05

Manufacturer narrative:
Section h10, additional mfg narrative, of the initial medwatch report # 0003015876-2022-02323 indicates: blank section h10, additional mfg narrative, of the initial medwatch report # 0003015876-2022-02323 should indicate: stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device failed to defibrillate during a patient event. The customer also reported patient was pulseless when turned over to the hospital. Upon evaluation of the device's electronic records, stryker observed that the patient needed defibrillation however provision of defibrillation was delayed greater than 30 seconds.